Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked display window.

Event description:
It was reported the belt clip on the insulin pump cracked and the insulin pump fell. The lcd screen on the device was cracked and had multiple scratches. Customer's blood glucose was 180 mg/dl. The device had two cracks on the sensor of the lcd screen and comes down mid way and at least five scratches. Customer's grandmother was advised to discontinue use of the device and revert back up plan. Customer's educator recommended the customer to call and get the device replaced. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.